Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported that there was a gap between the dianeal bag and the disposable. As a result, the patient developed peritonitis and was hospitalized .the patient was treated with unspecified antibiotics (dose, route and frequency not reported). On an unreported date the patient was recovering from the peritonitis event and was to be discharged from the hospital within a few days. No additional information is available.

Manufacturer narrative:
(B)(4). The cause is undetermined.